Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump has been shutting off without warning. Customer stated there was no low battery alert prior to the off no power alarm. Customer's blood glucose was 184 mg/dl. Advised the customer that the insulin pump will need to be replaced and may continue to wear the insulin pump until replacement arrives if a new battery is inserted. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector that was not properly plugged in. No off no power alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot and a cracked reservoir tube lip.